Event description:
It was reported that the right monitor on the 9800 sys is dark (difficult selecting pt names and images). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the right monitor. The sys was tested and found to be working as intended and placed back into service.